Event description:
It was reported that at implant the lead was removed from the packaging and was determined by the physician to have a loose distal connector. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the defibrillator conductor was distorted. It was noted there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant. The gap between the pin cap and sealing rings is approximately 0.020 in the relaxed state. This is well within the specified tolerance of 0.06. Also, the pin is connected to the distal coil, which by its nature is like a spring and can extend and retract slightly, within the limits of the assembly. These conditions cause some slight wiggle in the pin cap, which is not considered out of specification.